Manufacturer narrative:
Product analysis #(B)(4) was received into the neuro rpa lab on (B)(6) 2000 and was placed on legal hold. On (B)(6) 2015, the pump was released from legal hold. Rpa was unable to interrogate the pump because the battery is depleted. No further analysis can be performed on this pump. Concomitant medical products: product ID: 8703w, lot# l36202, implanted: (B)(6) 1995, explanted: (B)(6) 2000, product type: catheter. (B)(4). The pump was unable to be interrogated during analysis because the battery is depleted. No further analysis can be performed on the pump. Analysis assumed battery depletion.

Event description:
This event was initially reported as part of manufacturer's report # (B)(4); any additional information will be submitted as part of this new report. Information was received from a healthcare professional (hcp) regarding a (B)(6) female patient who had received clonidine ("20" and 400 mcg), morphine sulfate ("50" and 1000 mg), and bupivacaine ("0.375" and 75 mg) via an infusion pump implanted on (B)(6) 2000; the units of the drugs are unclear. The indication for use was noted as non-malignant pain and failed back surgery syndrome. On (B)(6) 2000, a manufacturer's representative became aware that the coroner reported that the patient died the week of (B)(6) 2000. The coroner was investigating the event and told the implanting hcp that he was leaning towards drug overdose as the cause of death. The implanting hcp stated that the levels were "not excessive but low end normal." The urine drug screen found morphine 0.8 mcg/ml (therapeutic range 0.02-2.6 mcg/ml), propoxyphene 0.25 mcg/ml (therapeutic range 0.10-0.40), norpropoxyphene 3.16 mcg/ml (therapeutic range 0.1- 1.5 mcg/ml, concentrations in fatalities were 1.7- 30 mcg/ml- average 8.4 mcg/ml), promethazine 2.0 mcg/ ml (therapeutic range 0.01-0.10 mcg/ ml, diphenhydramine 1.1 mcg/ml (therapeutic range 0.5- 0.11 mcg/ml). The gastric contents drug screen found morphine 4.3 mcg, propoxyphene 726 mcg, norpropoxyphene 82.1 mcg, promethazine 334.8 mcg, and phenytoin 22 mcg. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the medical examiner in the form of an autopsy report regarding a white patient weighing approximately (B)(6) in length. The patient was pronounced dead on (B)(6) 2000 at 8:30 a.m. By the medical examiner investigator. Identifying features were noted as normocephalic with long, blonde hair, blue eyes, and several well-healed scars. The one scar was a 10 cm surgical scar over the right upper quadrant of the abdomen. The pump was inserted beneath the skin over the right lower quadrant of the abdomen with a scar overlying the insertion of the pump measuring 1.0 cm in length. The pump did not show any gross defects, but did intermittently emit a beeping sound. The scalp was reflected and the cranium was intact without evidence of hemorrhage or infarction. The brain weighed (B)(6). No atherosclerosis was noted in the circle of willis or intracranial arteries. The sternum and ribs were unremarkable and no fluid was seen in the pericardial sac or pleural cavities. The hearth weighed (B)(6). The coronary arteries show mild atherosclerosis. The valves were patent without evidence of vegetations. The myocardium showed no evidence of recent or remote infarction. The tracheobronchial tree was patent. The left lung weighed (B)(6) while the right lung weighed (B)(6). Pulmonary edema and congestion were noted. No pulmonary emboli were seen. No fluid was seen in the peritoneal cavity. The esophagus was unremarkable. The stomach contained approximately 500 cc of partially digested food. No masses or ulcers were noted in the stomach. The large and small bowels were unremarkable. The appendix was absent. The liver weighed (B)(6) and appeared congested. The gallbladder was absent. The spleen weighed (B)(6) and appeared congested. No significantly enlarged lymph nodes were found. The adrenal glands and pancreas appeared grossly unremarkable. The right kidney weighed (B)(6) while the left kidney weighed (B)(6). The ureters were patent to the urinary bladder. A left ovarian cyst measuring 10 cm in diameter containing clear fluid was noted. The ovary measured 4.0 cm in length and 1.0 cm in diameter. The right adnexa, the uterus, and cervix were surgically absent. The sections of cerebellum and white matter showed mild congestion. The sections of myocardium showed focal areas of interstitial fibrosis. The coronary arteries showed mild intimal thickening. No evidence of acute myocardial infarction or myocarditis was seen. The myocardial nuclei showed some evidence of hypertrophy. The sections of lung tissue showed subpleural blebs with interstitial fibrosis. Pulmonary congestion was also noted. Chronic inflammation was noted within the interstitium as well as focally within the alveolar spaces. Focal area in the lungs showed the presence of multinucleated foreign body giant cells surrounding non-polarizable foreign type material. The sections of the liver tissue showed congestion of the interstitium, dilatation of the central veins, swelling of the hypatocytes and chronic portal inflammation. Patchy areas of microvesicular steatosis were seen. The sections of splenic tissue showed marked congestion. The sections of pancreas showed autolytic changes. The sections of kidney showed congestion of the interstitium and acute tubular necrosis. The urinary bladder showed patchy areas of mucosal denudation, chronic inflammation, and marked edema of the submucosa. In addition to the previously reported results, the drug screen of the urine was also positive for phenytoin 5.4 mcg/ml (therapeutic range 10-20 mcg/ml) and acetaminophen less than 5.0 mcg/ml (therapeutic range 10-20 mcg/ml). During the drug screening of the gastric contents there was no acetaminophen detected. The patient's medication list included morphine (by pump and orally), prilosec, zantac, lasix, ambien, noroxin, zofran, detrol, dilantin, clonidine, phenergan, synthroid, neurontin, prozac, sporanox, k-dur, cephelexin, and pyridium. The final pathologic diagnosis of cause of death was acute tubular necrosis of kidneys secondary to mixed drug overdose and the manner of death was accidental.